Event description:
Rn at bedside to discontinue morphine pca per orders. Pool of blood noted on floor, blood and fluid dripping from IV pumps. Lines blood tinged due to apparent backflow. Lines immediately clamped and infusions stopped, charge nurse called into room. No blood appeared to be dripping from patient piv. Blood and fluid appeared to be dripping around where the pca tubing was "y-ed" into the maintenance fluid tubing - possible crack in cap or hole in tubing.